Event description:
The customer called and reported the insulin pump alarmed with a motor error and he could not get the device to work while trying to rewind customer's blood glucose was 205 mg/dl. The motor error alarm occurred during basal rate insulin delivery while customer was sleeping. The insulin pump was not bumped or dropped and it was found during troubleshooting customer was able to complete the rewind sequence. There were no significant events that led up to possible keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.